Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving a sensor reading of 297 mg/dl (trend arrow vertically upwards) and self-treated with 9 units of rapid insulin. Customer experienced symptoms of hypoglycemia described as "tiredness, anxiety, cold sweat, dizziness, chills" and was unable to self-treat. Customer was treated orally with juice and water with sugar by his friend who is also a nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Linearity testing was performed while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving a sensor reading of 297 mg/dl (trend arrow vertically upwards) and self-treated with 9 units of rapid insulin. Customer experienced symptoms of hypoglycemia described as "tiredness, anxiety, cold sweat, dizziness, chills" and was unable to self-treat. Customer was treated orally with juice and water with sugar by his friend who is also a nurse. There was no report of death or permanent impairment associated with this event.